Event description:
Reporter indicated a vns pt presented with high impedance. X-rays are being sent to the manufacturer for review. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.